Manufacturer narrative:
The specimens were collected in plastic bd 13x100mm lithium heparin plasma tubes with gel separator. The samples were centrifuged at 4,400 rpm for 4.5 minutes. The samples were aspirated from the primary tube for analysis. Qc was within the customer's established ranges prior to and after the event. A system check performed on 12/15/2009 was within specifications. Per customer, there were no errors posted to the event log. They did not question any other results or assays. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing and one portion failed. The fse replaced peri-pump tubing and the diagnostic testing passed. No other hardware issues were noted. Although hardware issues were noted, no definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
Customer obtained troponin (accu tni) result above the ami cut off for one patient sample. Upon repeat analysis on this instrument and on a different analyzer the results were in the normal reference range. A fresh sample collected from the patient gave accu tni results in a lower clinical range. The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.